Event description:
It was reported that there was increasing and high impedances and increasing and high thresholds on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.